Event description:
The customer reported that while the panorama central station was in use monitoring patients along with telepacks at the bedside, the central station crashed. The screen went blue. No patient injury was reported.